Manufacturer narrative:
The unit was received with a broken reservoir tube lip and missing reservoir tube o-ring. The reservoir was unable to lock into place due to the broken reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call that she could not get her reservoir to fit properly inside of the insulin pump on three different occasions. The patient's blood glucose at the time of incident is unknown. During troubleshooting the customer noted that the reservoir compartment was missing an o-ring. The patient stated that she woke up one morning and her reservoir was no longer inside of the insulin pump. The insulin pump was returned for analysis.